Manufacturer narrative:
Section b5: the referenced of the patient's tear in the silicone jacket was reported under MFR# 2916596-2019-00942. Incidental findings: a history of a small tear in the silicone jacket was reported through (B)(4); however, the submitted photographs revealed extensive tape applied to the external portion of the driveline. A no external power event was reported and confirmed via the submitted log file. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas and the reported bleeding could not conclusively be established through this evaluation. Additionally, the report of cosmetic damage on the driveline was confirmed through the evaluation of the submitted photographs. The submitted log file contained data from 15jul2020 through 19aug2020. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The account stated that the device operated as intended and the pump was not explanted. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for the pump were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received though the incidental investigation findings reported that history of a small tear in the silicone jacket revealed extensive tape applied to the external portion of the driveline through submitted photographs. It is likely the tear continued to get worst and extensive tape applied to the external portion of the driveline was done. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for a patent that is now hospitalized due to a subdural hematoma. The patient ¿son reports he helped the patient to the bathroom at 1700 on (B)(6) 2020 and while in the bathroom, the patient fell. Son noted blood from the mouth, however was able to assist the patient back to bed as at that time, the patient reported feeling fine. As the night progressed, the patient¿s lateral occipital complex (loc) decreased and the family called 911. Upon arrival at the hospital, the patient¿s blood pressure (bp) was 106/77 and map at 85 and 94. Inr on arrival was 12.2. Additional information reported that the patient expired on (B)(6) 2020 due to a brain bleed. No additional information provided.